Manufacturer narrative:
The reason for this revision surgery was the patient presented with knee pain. The surgeon felt the insert may have been loose and that the tibia had subsided and wanted to put in a thicker insert. The length of in vivo service was 9.7 years. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 34 prior complaints reported against this part number; summary of investigations: 3 for pain, 16 for infection, 7 for stability, 2 for looseness and the remainder for various issues not related to product issues. This is the first complaint against this lot number. It was reported that the surgeon felt the insert may have been loose and that the tibia had subsided; no other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient presenting with knee pain. The surgeon felt the insert may have been loose and that the tibia had subsided; he wanted to put in a thicker insert.